Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 7482-51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3389-28, lot# 0205442218, implanted: (B)(6) 2011, product type: lead.

Event description:
A health care professional (hcp) reported that the plot being used for stimulation (plot 3 on the right side) measured greater than 4,000 ohms on (B)(6) 2013. Plots 0 and 3 that were used for stimulation (right side) were greater than 4,000 ohms on (B)(6) 2014. No modification was necessary. Stimulation done at level of plot 2 (-).